Event description:
Healthcare professional reported, right side "right breast implant rupture. By echography and resonance imaging". Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, as the device is observed out of its sealed package.

Manufacturer narrative:
Continued: h6- health effect impact code: f1903. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "right breast implant rupture by echography and resonance imaging." Device has been explanted.